Event description:
It was reported that during leadless implantable pulse generator (ipg) implant a leakage at the shaft/cup region was noted after the delivery system was removed from the patient after a single deployment. The leadless ipg was replaced with a new leadless ipg. During the attempted second implant the patient experienced possible pericardial effusion. Pericardiocentesis was performed. The leadless ipg was not used and was later replaced with a transvenous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: [micra], product ID: [mc2avr1-delsys], (serial: (B)(6), d9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.